Event description:
It was reported by service report that the fowler was drifting. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler brake/clutch.